Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the reported problem could not be duplicated with the device. The device was put through extensive testing including bench handling, defib cycling, stress testing and defib testing without duplicating the report. The device was recertified and returned to the customer. The battery was replaced as a precaution. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient for cardiac arrest, on the third attempt to shock the patient, the device internally dumped the charged energy delaying therapy to the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.